Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the cooling fan was noisy. Analysis also found the touch screen was damaged at one spot (right lower side of the screen); this created a permanent deviation on the left side of the touch screen. The media door was damaged, the upper handle was cracked, the keyboard was damaged, and the spacebar was loose.

Event description:
It was reported the fan was noisy. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.